Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was initially admitted for bleeding gums. Patient reports increasing shortness of breath (sob) and feeling like he did before the lvad was implanted. International normalized ratio of 3.5 at time of admission. On echocardiogram (echo), the left ventricular end diastolic pressure at 0.3 mm, greater than last echo. No change in left ventricular size when increasing pump speed from 9200 to 10000. Lactate dehydrogenase at 200, unchanged from baseline. The patient was admitted and started on milrinone drip. There is a plan for right heart catheterization tomography. Patient will also undergo a full work to determine cause of new symptoms. The patient underwent a pump exchange from one lvad to another lvad on (B)(6) /2013.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.